Manufacturer narrative:
Reported event: an event regarding dislocation involving a mets, proximal femoral replacement with a competitor's head and liner was reported. Conclusion: on (B)(6) 2021 it was reported that the patient has dislocated. On (B)(6) 2021 it was reported the surgeon used a competitor's bipolar head and liner with a stryker stanmore mets proximal femoral replacement. The sales rep also reported the following " [..] He wants to shorten (change out) the mets segmented components and I have been told this is not an option [..]". Based on the provided information it has been determined that this event is associated with an off-label application. A review of the most recent IFU noted the following," [..] Do not use components from other systems or other manufacturers as it is likely there would be a mismatch of connectors and or sizes leading to malalignment, excessive wear and premature failure [..]". No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient specific implant prescription form was received for the patient's proximal femur. Noted on the form: "dislocation / failure. Not revising stem." Mets in situ. On 19th oct 2021 sales rep reported: "I¿m sure he used a competitor bipolar head with the mets proximal femur. He wants to shorten (change out) the mets segmented components and I have been told this is not an option". Update 03 feb 2022: review of investigation by senior investigators confirms off label use is related to reported failure mode.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's proximal femur. Noted on the form: "dislocation / failure. Not revising stem." Mets in situ. On 19th oct 2021 sales rep reported: "I¿m sure he used a competitor bipolar head with the mets proximal femur. He wants to shorten (change out) the mets segmented components and I have been told this is not an option".